Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/9/2024. H3 investigational summary: the product received for analysis was identified as product code w9915. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture contained mechanical damage and macroscopic plastic deformation observed coincidental to the fracture. Fine fractographic features were obscured by the bent edge of the needle and debris on the surface. The plastic deformation indicates this may have been a ductile fracture, but this could not be confirmed with the fractographic evidence. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: when did the needle breakage happened (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient)? Contacted with the sales rep today via phone, please refer to the event description and the information requested is unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an eye procedure on (B)(6) 2024 and suture was used. During the procedure, it was reported that the needle had been found bent before using on the patient during surgery. Besides, the needle broke. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Event description:
It was reported that a patient underwent an eye surgery on an unknown date and suture was used. It was reported that there had been no needle tip on the needle in the newly dispensed suture when it was opened to prepare for surgery. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 9/4/2024. H6 component code: g07002 pending evaluation of returned device. Corrected information: b5, h6 medical device problem code. Additional information: d9, h3, h6. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d4 (expiration date) and primary UDI number.